Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, during a routine clinic visit, a pump off alarm occurred while the patient was sitting in a chair and the lvad system was connected to the power module. The patient stood up in surprise and the pump immediately restarted. It was reported that the patient was briefly lightheaded. No trauma to the patient occurred, and it was reported that the driveline appeared in good condition. X-rays were reviewed and the health professional did not see any areas of concern. Ungrounded power module patient cables were provided to the patient.

Manufacturer narrative:
No product was returned for evaluation. The report of a pump stop event was confirmed based on the evaluation of the system controller log file; however, a specific cause for the event could be conclusively determined through this evaluation. The log file, which contained data from (B)(6) 2017, captured no hazard alarms until (B)(6) 2017 when the pump speed dropped to zero with corresponding pump power elevation. The patient was supported by the power module at the time. After the event, the pump resumed operation at the fixed speed without issue. Based on previous complaint experience, the captured events appeared to be consistent with a potential driveline issue. Following this event, the patient remained ongoing on pump support using an ungrounded patient cable with no further complaints reported until they received a routine heart transplant on (B)(6) 2017. The pump was not returned for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.